Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported the consumer was trying to schedule an MRI, and told them the implantable neurostimulator (ins) ¿wasn¿t working¿ for about the past three years. Relevant medical history includes failed back surgery syndrome.

Manufacturer narrative:
3004209178-2016-18816-1 if information is provided in the future, a supplemental report will be issued.